Event description:
It was reported that a female who underwent a breast augmentation revision with a mentor memorygel 300cc on the left, and 275cc on the right, silicone breast implant experienced bilateral silent rupture post procedure. The issue was diagnosed through ultrasound examination. As a result, patient underwent bilateral replacements as follow: l) cat#:3502501bc/ sn#:(B)(4), r) cat#: 3502751bc/ sn#:(B)(4) on (B)(6) 2022. This report relates to the left prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: silent rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Image evaluation completed on (B)(6), 2022: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Date of event updated to july 1, 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on september 28 , 2022: visual analysis of the returned sample revealed that the gel mod-rnd 300cc breast implant had a crease/fold extended from the anterior view to the posterior view. In addition, a rupture was found within the crease/fold on the posterior view, measuring 1.5 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).